Event description:
It was reported that there had been an issue following an lar. The patient was returned to the theatre on 1st post op day when he bled heavily. Patient required drains. The anastomoses disrupted immediately. I was in attendance of this case and watched step by step the contour and the circular stapling. There were no issues at the time. Anastomoses was checked using scope and it appeared complete. From memory patient had prior radiation. I recall there being a bleed during the case that was controlled by harmonic.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following information was received: how was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? Drains. Was the patient admitted to ICU? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Home and improving what were the indications for surgery? Cancer . What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Patient had prior radiation. What is meant by, ¿anastomosis disrupted immediately¿ (did this happen during the initial procedure intra-operatively or on post-op day 1)? Comment was made via txt message ¿ spoke with consultant 3 days ago and he said it was presumed this happened. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Another consultant. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Illuminated tick and audible washer crunch. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Donuts were beautiful and no malformed staples" if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.